Event description:
During a gastrectomy procedure, the staples malformed in the middle of the staple line. It was box shaped. The surgeon placed some overstitches to close the tissue. Another like device was used to complete. There was no pt consequence and 1 device is being returned.